Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The assignable cause for the reported issue of the failed ground bond test was determined to be a loose door assembly screw directly above the door post. The screw will be scrapped during service. The device was subsequently forwarded to service. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
During evaluation of a homechoice (hc), the product analysis laboratory (pal) determined the hc failed the returned instrument test/evaluation (rite) due to a ground bond failing performance specifications. No allegations were made against any of the patient?s dialysis products. No injury or medical intervention was indicated. No further information was provided.